Event description:
The customer reported red-tinged plasma post-filtration. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set has now been returned for evaluation. Product from the returned bag was tested for the free hemoglobin (hb) concentration level contained in the plasma supernatant. The hb level was 11 mg/dl. Based on the level of hemoglobin concentration,it is believed that the red-tinged plasma reported by the customer was caused by red blood cell contamination, as opposed to possible hemolysis previously reported. Root cause: there were no abnormalities in the manufacturing records, testing and inspection records, ore retention samples of this product. Red blood cell contamination is commonly caused by the following factors. Characteristics of blood if the property of a donor's blood exhibits severe milky plasma, there is a possibility that the red blood cells do not fully settle out and get mixed in with the plasma. Termination conditions of plasma separation for plasma separation, if plasma has been thoroughly separated, red blood cells are likely to get mixed in with the plasma. This tendency is particularly evident in a greater separation speed. Blood remaining in the upper part of a bag after centrifugation if a bag is centrifuged while the whole blood has remained inside the outlet port of a bag before centrifugation, the whole blood remains during centrifugation, then gets mixed with plasma, by being caught up in the flow of plasma.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was not received for evaluation. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing records and testing and inspection records were reviewed. The lot conformed to all specifications. Reserve samples for a typical hemolyzed lot were used for hemolysis testing. Hemolysis testing was performed on the cationized and super-cationized membranes, with hemolysis found. Root cause: a definitive root cause could not be determined. It is possible that the cationization levels of the filters is causing the hemolysis. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging - the presence of blood aggregation can increase the risk of filter blockage corrective action: an upper limit of the average cationization level has been established and implemented in lots now being manufactured.